Manufacturer narrative:
The removed therapy and system pcb assemblies were further evaluated in the failure analysis center. The cause of the reported issue was determined to be due to a failure of an integrated circuit chip, designator u15 from the system pcb assembly. The ic chip would not function properly at 10 degrees celsius, or less.

Event description:
It was initially reported that the device showed a service indication after the self-test and logged some event codes. Further to evaluation, it was observed that the unit could no longer be put on automatic external defibrillator mode. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control has evaluated the device and verified the reported failure. Physio-control replaced the system pcb assembly and the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.